Event description:
Case description: batch numbers: novopen 5: dug1721-1. Novofine: 18h04m. Tresiba penfill: hs66s44. Investigation results: novopen 5, batch number: dug1721-1. The device was returned with the cartridge from this case mounted. The electronic register was checked. The readout revealed indications of unintended use. Visual and functional examinations were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities and the random needle used did not show any leakage. The dose accuracy was measured by weighing. The results were found to comply with specifications. Confirmed: in the readout of the electronic pen memory it was revealed that the electronic display has shown two lines; several times after the dose button was fully depressed. This is because the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes before the entire dose was fully delivered. The two lines in the display is a normal function of the pen to warn the user of not recommended user behaviour. The observed problem is caused by unintended use of the device. Novofine, batch number: 18h04m microscopic examination performed. 1 used needle. The reference needle met specification. A visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. The needles were tested for flow with measure threads. The used needle, and the reference needle met specification. Needle points on patient needles examined visually for defects. 1 used needle with hooked on patient end needle. The reference needle met specification. Needles tested for silicone on patient needle. The used needle, and the reference needle met specification. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. The used needle had a damaged needle point. The user may experience increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles are for single-use only. Tresiba penfill (u100), batch number: hs66s44. A visual examination of the returned product was performed. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. No causes of the c&c have been found in the packaging department. Bpr ok and dv ok. The returned product was examined visually and the cartridge was cracked. Two assymetrical cracks originating from the open end, meeting 1/3rd up the cartridge and continuing as a single crack until it splits 4/5ths up the cartridge. Two cracks from the split continue up under the cartridge code cap. The batch documentation has been reviewed. Nothing abnormal was found. Inv-0516520:the batch documentation was reviewed. No abnormalities relating to the observed problem were found. An examination of a retain sample showed nothing abnormal. During investigation it has not been possible to detect any irregularities related to the complaint on a retain sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found. The returned product was examined visually and the cartridge was cracked. A few longitudinal lines of breakage originating at the open end and propagating along the glass were observed. The pattern of the cracks indicates that the glass has been subject to a low energy stress. Due to the cracks, the dosage can be inaccurate and closure integrity might be compromised; therefore a cracked product should not be used. Glass containers are 100 % automated inspected for cracks in the production area at novo nordisk. Further, the batch documentation has been reviewed and retain samples have been inspected. The breakage is due to incorrect handling of the product after it has left novo nordisk. Since last submission the following has been updated: investigation results updated. Manufacturing comment updated narrative updated accordingly. Manufacturer comment: 15-nov-2019: upon investigation of the returned device (novopen 5), it was found that in the readout of the electronic pen memory, display showed two lines several times after the dose button was fully depressed. This is because the user split the selected dose into two or more smaller doses. The observed problem (device information output issue) is caused by unintended use of the device. With the available information, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). 15-nov-2019: one used needle was returned for investigation. It was found that needle was hooked on patient end. The damaged needle point is a result of accidental damage during use. Because of this needle point damage, patient may experience increased pain or difficulties during penetration. Reported events are listed. Upon investigation of the returned product (tresiba penfill), it was found that the cartridge was cracked. Two cracks from the split continue up under the cartridge code cap. The breakage is due to incorrect handling of the product after it has left novo nordisk. Due to the cracks, the dosage can be inaccurate and closure integrity might be compromised. Of note, during investigation it has not been possible to detect any irregularities related to the complaint on a retain sample of the batch in question. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary. Novofine®, batch number: 18h04m. Microscopic examination performed. 1 used needle. The reference needle met specification. A visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. The needles were tested for flow with measure threads. The used needle, and the reference needle met specification. Needle points on patient needles examined visually for defects. 1 used needle with hooked on patient end needle. The reference needle met specification. Needles tested for silicone on patient needle. The used needle, and the reference needle met specification. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. The used needle had a damaged needle point. The user may experience increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles are for single-use only.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), diabetic ketoacidosis [diabetic ketoacidosis], mechanism for the pen appears to be malfunctioning [device malfunction], very low or zero insulin dosage for four days [incorrect dose administered by device] , the leak was actually from a cartridge [product leakage] , problems with the electronic display [device information output issue] , faulty needle appears to be a "leak [needle issue]. Case description: this serious spontaneous case from the united kingdom initially reported by a consumer and confirmed by a medical doctor as "diabetic ketoacidosis(diabetic ketoacidosis)" with an unspecified onset date, "mechanism for the pen appears to be malfunctioning(device malfunction)" with an unspecified onset date, "very low or zero insulin dosage for four days(incorrect dose administered by device)" with an unspecified onset date, "the leak was actually from a cartridge(product leakage)" with an unspecified onset date, "problems with the electronic display(device information output issue)" with an unspecified onset date, "faulty needle appears to be a "leak(needle leak)" with an unspecified onset date, and concerned a 71 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novofine (needle) from unknown start date for "type 1 diabetes," tresiba penfill (insulin degludec) from unknown start date for "type 1 diabetes mellitus." Dosage regimens: novopen 5: novofine: tresiba penfill: dose and frequency unknown. Current condition: type 1 diabetes, hypertension, asthma, hypercholesteremia. Concomitant products included - empagliflozin, losartan, atorvastatin, clenil modulite(beclometasone dipropionate) inhaler, ventoline [salbutamol](salbutamol), beclometasone. It was reported that on an unknown date patient discovered leak from a cartridge. The mechanism for the pen ( also enclosed) appears to be malfunctioning. It was also reported that there were problems with the electronic display. This led to have either a very low or zero insulin dosage for four days patient was feeling unwell with vomiting and fainting (low blood pressure), leading to hospitalisation with diabetic ketoacidosis on (B)(6) 2019. It was reported that the ketone level was 7.5 mmol/l, ph was 7.1. On an unknown date patient recovered from diabetic ketoacidosis. On (B)(6) 2019, patient was discharged. The patient improved with treatment (unspecified). It was reported that the patient used the needles once and did not leave them attached to the pen. The force needed to inject did not feel different from normal. The patient did not recently change to novopen 5. It was also reported that the diabetes nurse prescribed novorapid insulin 300unlits/3ml flexpen as requires in case of high blood sugars otherwise to continue with oral medications and tresiba. Batch numbers: novopen 5: dug1721-1. Novofine: tresiba penfill: hs66s44. The outcome for the event "diabetic ketoacidosis(diabetic ketoacidosis)" was recovered. The outcome for the event "mechanism for the pen appears to be malfunctioning(device malfunction)" was not reported. The outcome for the event "very low or zero insulin dosage for four days(incorrect dose administered by device)" was not reported. The outcome for the event "the leak was actually from a cartridge(product leakage)" was not reported. The outcome for the event "problems with the electronic display(device information output issue)" was not reported. The outcome for the event "faulty needle appears to be a "leak(needle leak)" was not reported. References included: reference type: e2b company number, reference ID#: gb-novoprod-683802. Reference notes: reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2019-00065, reference notes: medwatch 3500a MFR. Report number.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetic ketoacidosis [diabetic ketoacidosis]. Mechanism for the pen appears to be malfunctioning [device malfunction]. Very low or zero insulin dosage for four days [incorrect dose administered by device]. The leak was actually from a cartridge [product leakage]. Faulty needle appears to be a "leak [needle issue]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "diabetic ketoacidosis" with an unspecified onset date, "mechanism for the pen appears to be malfunctioning" with an unspecified onset date, "very low or zero insulin dosage for four days" with an unspecified onset date, "the leak was actually from a cartridge" with an unspecified onset date, "faulty needle appears to be a "leak" with an unspecified onset date, and concerned a male patient who was treated with novopen 5 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", novofine (needle) from unknown start date due to "type 1 diabetes", tresiba penfill (insulin degludec) from unknown start date from unknown start date due to "type 1 diabetes" (dose and frequency unknown). Patient's height, weight and body mass index were not reported. Medical history included type 1 diabetes (duration not reported). Concomitant products included - empagliflozin(empagliflozin). It was reported that on an unknown date patient discovered leak from a cartridge. The mechanism for the pen ( also enclosed) appears to be malfunctioning. This led to have either a very low or zero insulin dosage for four days patient was feeling unwell with vomiting and fainting (low blood pressure), leading to hospitalisation with diabetic ketoacidosis on (B)(6) 2019. It was reported that the ketone level was 7.5 mmol/l, ph was 7.1. On an unknown date patient recovered from diabetic ketoacidosis. On (B)(6) 2019 patient was discharged. On an unknown date it was reported that the needle was, there appears to be a "leak" at the point at which the actual needle comes out of the plastic. This could potentially have serious consequences, and patient had no idea how much insulin was administered. It was reported that patient was also taking sglt2 (sodium/glucose cotransporter 2) inhibitor (empagliflozin) and this had successfully kept the blood glucose levels reduced to a level that did not ring any alarm bells. It was reported that the diabetes nurse prescribed novorapid insulin 300unlits/3ml flexpen as requires in case of high blood sugars otherwise to continue with oral medications and tresiba. The batch number of novopen 5 was available. The batch number of novofine was available. The batch number of tresiba penfill was available. Action taken to novopen 5 was not reported. Action taken to novofine was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "mechanism for the pen appears to be malfunctioning" was not reported. The outcome for the event "very low or zero insulin dosage for four days" was not reported. The outcome for the event "the leak was actually from a cartridge" was not reported. The outcome for the event "faulty needle appears to be a "leak" was not reported.